Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, wear abrasion, a sharp opening with localized stresses induced (a dimension measurement in the shell was performed which identify the thickness within specification), stress marks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a right side "implant exchange from a textured to a smooth breast implant due to the patient¿s concern with the product" and "rupture found upon explant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "exchange from a textured to a smooth breast implant due to the patient¿s concern with the product." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "implant exchange from a textured to a smooth breast implant due to the patient¿s concern with the product" and "rupture found upon explant." Device has been explanted.